Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional later reported capsular contracture baker grade IV and rupture" diagnosed via us. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b1, b5, b6, d1, d2, d4, d6a, d6b, g2, g4, h4, h6.